Event description:
It was reported that pump insulin gauge displayed amount different than expected, showing about 6 units remaining when caller expected around 100 units, even though caller had followed cartridge fill steps correctly. There was no reported impact to the customer¿s blood glucose level. Caller declined to load new cartridge, chose to continue using current cartridge, and planned to follow up with technical support if issue persisted.